Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, damage was found on the luer lock connector. No further testing could be done due to the damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that there were no threads on the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.